Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the products were manufactured in compliance with the device master record. Based on the assessment, the products met release criteria. The system lot/batch/serial is unknown; therefore, a service history review cannot be performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece got warm. Additional information received from the customer indicating the event was occurred during cataract procedure with intraocular lens implant. There was no patient contact.